Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting off. Customer's blood glucose (bg) level was 600 mg/dl. Customer addressed elevated bg by administering a manual insulin injection and drinking water. The customer continued to use the pump for insulin therapy.